Event description:
Additional information received reported the pump was replaced and a catheter issue was identified. A revision was then done to the catheter. The health care provider (hcp) then started the patient on 100mcg per day of baclofen and the patient became too sedated. The hcp subsequently programmed the pump to minimum rate mode. No further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient's spasticity had not been responsive to rate increases so they wanted to check the catheter by performing a dye study. The physician was not able to aspirate from the catheter access port (cap), but chose to advance dye through the catheter, and was able to get the dye through. It was thought that there might have been a kink. The patient was noted to be doing okay. They reprogrammed the pump to flex dosing and re-primed the catheter. The pump was being used to deliver gablofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012,product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the catheter serial number (B)(4) found catheter body slice, cut. The catheter was received in 3 segments. Pressure testing revealed a leak in segment 3 in an area between the 27 cm markings on the catheter. Under microscope inspection, a damaged of what appears to be slice cut was found in this area. The cut penetrated deep enough to the inner lumen. It is not possible to determine how this possible slice cut may have occurred. The hole is not related to the manufacture of the catheter.

Manufacturer narrative:
(B)(4).

Event description:
Upon further review, information related to the post-revision sedation is considered a separate event and no longer applies to this manufacturer report #.

Manufacturer narrative:
Concomitant medical devices: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Although it was reported the pump and catheter were replaced, the manufacturer device registry system indicated only the 8709sc catheter was replaced.